Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for the call was the caller stated that for the past two weeks their stimulator has been turning off by itself. The caller stated that they left the house today to charge the implant, and when they came back nothing was working. They looked at the controller, and it said that the stimulator is off. The caller spoke with a manufacturer representative today and was redirected to patient services. The agent walked the caller through removing the battery pack and plugging the controller into the ac power cord. It was confirmed that controller powers on. The caller inserted the battery. They confirmed that the controller is at 70%, and the implant is at 60%. The caller confirmed that stimulation is turned on. The agent reviewed with caller that everything appears to be working as intended and instructed them to monitor the issue and call back if it persists. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Correction: the initial reporter's address in section e has been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported patient (pt) stated the 'remote was not working'. Pt stated they came home from the bank and the burning in their leg was going crazy. Pt saw stimulation off - controller 100% and ins 100%. Agent reviewed stim on/off. Pt was able to turn stim on and stated they had never used the white button on top before. Pt then stated that they were at hcp office last week and the doctor said 'it was not right' that the pt had to charge the ins everyday. Pt stated intensity was at 3.4 and it went dead everyday. Agent reviewed therapy turns off when ins was depleted and stimulation had to manually be turned back on after ins was charged. Pt stated they could tell when the ins is dead. Pt was redirected to hcp to address further concerns of ins charge frequency.